Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported stretched coils, failure to advance and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement and retraction the guide wire encountered resistance with the heavily calcified anatomy. The coils became stretched during retraction against resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A ht infiltrac plus guide wire got stuck in the calcium and during retraction the guide wire stretched. Then it was attempted to use a confianza pro 12 guide wire, but was also not successful. Another non-abbott guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.